Event description:
A surgeon reports a patient with decreased best corrected visual acuity (bcva) following intraocular lens implant surgery. Pt is approximately two and a half months post-op and bcva is 20/100. The association between this event and the iol is not known.